Event description:
Pt reported obtaining a blood glucose result of 311 mg/dl, while using the suspect device. Within 30 minutes, pt's blood glucose was reportedly tested on his physician's blood glucose monitor with a result of 130 mg/dl. No pt injury was reported and no treatment was received. Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.